Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 17-aug-2022, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 19-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via the manufacturer representative that an x-ray showed the leads pulled down. It was unknown how the leads pulled down or what factors contributed to the issue. The leads were removed and a new lead was placed at the bottom of t7. The patient verbalized great coverage of her pain during programming. The issue was resolved at the time of the report. No patient symptoms reported.